Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Event description:
The consumer behalf of her daughter reported a false positive result with the binax now¿ covid-19 antigen self test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Pcr confirmation testing was performed and generated a negative result.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 155582 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 155582, test base part number 195-430h/ lot 150521. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.